Event description:
An occlusion alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level the customer was given instructions by tandem technical support to complete a system check, no issues were identified and a bolus was successfully delivered. However, based on the ongoing occlusion alarms over the last few days, a replacement pump was sent to resolve the issue.